Event description:
Per the clinic, the patient experienced ear inflammation, cholesteatoma, persistent purulent ear discharge, and middle ear infection (specific date not reported). The patient was subsequently treated with oral and IV antibiotics (specific date and duration not reported), but the condition persisted. The device was later explanted on (B)(6) 2025 during cholesteatoma surgery, and the patient was reimplanted with a new cochlear device during the same procedure.

Manufacturer narrative:
Device analysis report attached.